Manufacturer narrative:
In use at the time of the event: cgm model: g6 mobile os: ios / ios_iphone 13 / 2.6 / ios_16.6.1.

Event description:
It was reported that the pump screen was dark and would not turn on. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer reverted to an alternate method of insulin therapy.